Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the setscrew was found to be stripped and couldn't be loosened from the header. This led to the physician being unable to remove the set screw from the header. Additionally, the header was damaged due to multiple attempts by the physician, which prevented the right ventricular lead from being removed from the device. The device was explanted and replaced, while the lead was capped and replaced on (B)(6) 2024. There were no patient consequences.